Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely that the connecting tube was not properly attached or detached, or a hard object such as an endoscope collided with the reprocessing basin connector during handling which damaged the device. The following information is stated in the instructions for use (IFU): "3.2 inspecting the connectors. Please confirm if there are no abnormalities in the connector (looseness, o-ring cracks, cracks, tears, falling off, and so on.) Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Please make sure that there is no stress in the direction of rotation when attaching and detaching the connector at your facility. Handling them may cause stress in the direction of rotation (loosening/retightening) and damage the connector." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when preparing the subject device (oer-4), prior to reprocessing, the connector for the cleaning tube connection in the cleaning tank was damaged (broken), and the cleaning tube could not be connected to the device-side connector of the cleaning tank. There was no patient involvement.

Manufacturer narrative:
The device was repaired on-site by a dealer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Device repaired on-site by dealer.